Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent a laparoscopic ventral and incisional hernia repair procedure on unknown date and absorbable straps were used. During the procedure, when absorbable straps were applied to ventralight, the trigger mechanism in combination with the dense weaves and mesh thickness did not allow proper anchoring in the tissue. No further information is available.